Event description:
The reporter stated that she did back to back blood glucose tests, within a few minutes, and had results of 158, 200 and 126 mg/dl. She did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up, the reporter stated that she had been using expired strips, and that "everything was fine" now that she had new strips. The lifescan rep was given very limited time to speak with the reporter, but briefly discussed coverage and use of expired test strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8